Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration, which was confirmed via x-ray. The patient underwent a revision procedure wherein the leads were pushed back into their original position and the ipg was brought closer to the surface. The patient was doing well post-operatively. The ipg and leads remain implanted.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7116693; product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(4), batch: 553759.